Event description:
It was reported that following the implant procedure, the patient experienced a severe respiration disorder with difficulty breathing. CT and ultrasound was performed and confirmed atrial perforation. It was also reported that pneumothorax had occurred. Intervention was performed. The atrial lead was removed, and procedure aborted due to patient condition. No further patient complications have been reported as a result of this event.